Manufacturer narrative:
The reported complaint of keypad failures could not be confirmed. Incident devices or parts were not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the keypads are failing. There were no reports of patient involvement . Biomed stated ; " the most common failure is ¿clear¿ button failure. The devices were purchased 2019. Biomed stated : "38 keypad replacement have been performed in this year. The most common issue with the keypads is malfunctioning ¿clear¿ and ¿7¿ buttons."